Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
An episode related to mode switch (from aai to ddd mode) was recorded in device memories during the implantation procedure on (B)(6) 2015. This episode showed oversensing (at 8hz) in the atrial side.